Manufacturer narrative:
(B)(4): results: (heavy and eccentric plaque in the lesion), (stent damage and failure to deliver the stent), (force used). Conclusions: (heavy and eccentric plaque in the lesion), (use of force). Product evaluation: the device was returned for evaluation. The hypotube kinked at 12cm and 62cm distal to the strain relief and the hypotube was bent and wavy. The first five proximal stent segments were intact and the remaining segments were deformed and stretched.

Event description:
An attempt was made to deploy a 2.5 mm diameter x 26 mm length integrity rapid exchange (rx) coronary stent to the proximal left anterior descending artery. This artery was coming off from the left main at a distinct 90 degree angle. The lesion exhibited heavy, eccentric plaque and it was reported that the physician anticipated extreme difficulty delivering devices across the lesion due to the heavy plaque present at the lesion site. The lesion was predilated twice for three to four inflations and while the physician did not find it easy to place the balloons, they performed as expected without incident. The lesion was partially crossed and the stent became partially dislodged while retracting. The distal portion of the stent unwound. The stent was completely removed and then several non-medtronic stents were placed without incident. There were no difficulties noted during the inspection and preparation of the device prior to use. The patient is reported to be fine and no clinical sequelae were reported.